Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.

Event description:
It was reported that: on (B)(6) 2015 around 20:00 h the ventilator vn500 was connected to a patient, when the humidifier (not drager) failed to work and filled the breathing circuit with water. The ventilator generated pressure alarms and then the vn500 made at least 10 restarts. No injury reported.